Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was baclofen (unknown) at 150 mcg/day with an unknown concentration. The reason for use was intractable spasticity and stroke. It was reported that there was a pump pocket infection. The infection was stated to be related to the device. The patient came to the emergency department (ed) with a pump infection and the pump site has pus. The event date was unknown. It was unknown if there was an allegation against device sterility. The treatment was ongoing at the time of the report and the patient was hospitalized. Future interventions planned consisted of neurosurgery will take the pump out. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.